Manufacturer narrative:
Concomitant medical products: product ID: 3998. Lot#: j0527055v, implanted: (B)(6) 2005, product type: lead. Other relevant device(s) are: product ID: 3998, serial/lot #: (B)(4), ubd: 22-apr-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient had the battery replaced on (B)(6). Since then the patient has had drainage from her pocket and increased pain in back, neck, fatigue and stated she does not feel right. Rep wanted to check patient's stimulator as she stated she was getting uncomfortable stimulation at night that wakes her up. Patient stated stim was more positional than ever and was running it way higher than ever before. Impedances were checked and were all ok. The rep tried to reprogram stim to lower part of abdomen and was unable to change electrode combinations as ended up maxing out on voltage on every program they tried, including the one she came in with. Rep had patient lay down and she stated she could feel it more but when she stood up she was not feeling stimulation or it was very weak stimulation. Patient reported her left leg pain had returned also. X-ray to be done on the lead. Labs were done and came out fine. Issue not resolved at this time. Additional information was received from the rep who reported the patient's whole system was explanted and will be replaced in 6 weeks. System was sent to pathology as hcp thought it was a possible infection. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 3998, lot# j0527055v, implanted: (B)(6) 2005. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient entire system was explanted. They added that the device was sent to pathology for possible infection, and the wound was cultured as well. The rep stated that they plan to re-implant the patient with the new device platform in a few weeks. No further complications were reported or anticipated.